Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
Pentax of america initiated field correction 2017-001-c which included inspection of the seal around the distal body and distal cap of the ed-3490tk duodenoscope pursuant to predefined inspection criteria (et-hf-p-0013 rev. 00). The objective of the inspection was to verify there were no defects/discontinuities in the seal between the distal body and distal cap. The inspectional criteria was defined as, "all seal surfaces observed shall be continuous and smooth with no outward signs of discontinuity, gaps or bubbles." A device was considered to fail the inspection if any element of the criteria was not met. The customer owned device was previously returned to pentax medical from a customer on (B)(6) 2018 with a concern of objective lens cracked. Inspection of the unit was performed on (B)(6) 2018 where the quality control inspector found the following: prism scratched distal cap - fixed type failed seal integrity inspection, distal cap/ case cracked, image shadows, passed wet leak test, lightguide prong cover glass set loose, passed dry leak test, customer complaint confirmed, light carrying bundle distal cover glass middle scratched. Inspection of the seal between the distal body and distal cap was performed and the device failed the inspection criteria. The scope's repairs included the distal case/cap, which was replaced and resealed pursuant to the field correction, along with miscellaneous parts, and returned to the user on (B)(6) 2018. Parts replaced: o-rings and seals, lcb distal cover, objective prism assy, distal case/cap.